Event description:
It was reported by the hospital contact that when deploying the enterprise stent (enf452212/10424435) in the internal carotid, the distal tines would not open at all, so the physician re-sheathed the stent and took it out together with the prowler select plus (606s255x/lot unknown). Another stent and microcatheter (details unknown) were used to complete the procedure. Patient death or serious injury did not occur as a result of the event. Additional medical intervention or medication was not required to prevent impairment or injury. The vessel had medium tortuosity. The product will be returned for analysis. An adequate continuous flush was maintained through the microcatheter. The microcatheter was a straight microcatheter and was not re-shaped. The microcatheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the microcatheter to deploy the device. The deployment of the device was not attempted by pushing it out of the end of the microcatheter. The stent was pinned and the microcatheter was unsheathed partially, the device did not open distally. There were no damages noted on the stent after use. There was no clinically significant delay in the procedure due to the event.

Manufacturer narrative:
Per lake region report (B)(4), lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). One non-sterile cnv enterprise ses 4.5mm dia 22mm lgth stent and delivery wire, along with a ces microcatheter prowler select plus 150/5cm device were received for analysis coiled inside a plastic bag. Per visual analysis, the delivery wire was received inserted inside the microcatheter. Several kinks/ compress were observed on the microcatheter at distal portion of it. No other components from the enterprise system were received. No other anomalies observed. The microcatheter prowler select plus was inspected under x-ray (microscopic analysis) and the enterprise stent could be observed within, between delivery wire marker bands, functional test was intended to be performed with no success. Delivery wire could not be moved whether back or forward through the microcatheter due to the kinked/ compressed condition of the microcatheter prowler select plus as received. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lake region and cordis lot number 10424435. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failures reported by the customer were confirmed since the delivery wire could not be moved whether back or forward through the microcatheter due to the kinked/ compressed condition of the microcatheter prowler select plus as received. However, microscopic (x-ray) analysis and DHR review indicates that the cnv enterprise ses 4.5mm dia 22mm lgth stent and delivery wire did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
(B)(4). The microcatheter is now described as "unknown."

Manufacturer narrative:
(B)(4). The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. This is one of two product associated with this complaint (B)(4).